Event description:
The customer reported that while running a hcv assay, summit sample handler did not pipette any negative control in well position a4 and did not give an error message. An ortho field services engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03342-07.